Event description:
Device is showing eri indication with unexpected battery behavior. No adverse patient events were reported. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The returned device data were analyzed thoroughly. Data analysis revealed that the pacemaker switched into the safety backup mode on (B)(6) 2020 as a result of the detection of invalid memory content. In addition, the last follow-up was documented to be in 2019. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. To ensure patient safety, the safety backup parameters are chosen in order to cover the widest population of patients, which can lead to a higher current consumption, draining the battery. The eri battery status was activated properly. Upon interrogation a device status error message appears to notify the user. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. The eri battery status was activated properly.